Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Two years post-operative (B)(6) 2016, the patient complains for pain in the shoulder. X-ray files show the migration of the baseplate and scapular notching towards the upper side. Cause of the issue: peroperative fracture of the glenoid during the insertion of the central post.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.